Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the system. Overall, calibrations met sensor glucose trends well. Customer care recommended that the user to continue using the system provided general education on the expected lag between bg and sg inherent to the sensing technology and proper calibration practices. The user accepted this information and agreed to continue using the system. Per dms review, the user was using the system with up to date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.